Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an apollo catheter that had a leak during a procedure. The patient was being treated for an unspecified venous malformation. Vessel tortuosity was moderate. It was reported that there was leakage in the middle of part of the microcatheter when gluing. The catheter was replaced by the physician and the procedure was completed. The patient did not sustain any harm or injury during the procedure.